Event description:
It was reported by service report that the fowler is stuck in the up position and will not go down when button is pressed or when CPR handle is pressed. No pt involvement or adverse consequences are reported.